Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 125 ohms. It was noted that the shock impedance has been rising. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) that this is a single coil lead and it is not uncommon for the shock impedance to get into the 130 ohm range for this type of lead and still operate appropriately. Ts also noted the target shock impedance value to consider performing a commanded maximum energy shock test is 145 ohms. The rep indicated they would discuss next steps with the physician. Subsequent information indicates a commanded maximum energy shock test was being performed. The specific results of the test were not provided. Ts discussed with the rep that the shock impedance is on the higher end of the range for a single coil lead and is showing variability. The lead remains in-service. No patient symptoms or adverse patient effects were reported.